Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia on (B)(6) 2024, it was reported that the patient encountered infusion set got leaked which led to high blood glucose level of 16.8 mmol/l. The infusion set has been in use for one day. No further information available.